Event description:
It was reported that one day post implant, the right atrial lead was found to be dislodged in the right ventricular apex. The lead was repositioned and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.